Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the complaint of a display issue was not duplicated during testing. The pump was powered on and the display was clear and legible. There were no defects found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display is fuzzy on the bottom left corner of the display. This issue occurred all at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.